Manufacturer narrative:
The e-200 was returned to failure analysis (fa) due to complaint of "unable to get energy from e-200." The original complaint was confirmed, but not replicated. In the field system logs, error 25952 was identified, aligning with the reported issue. The system log review confirmed that the fault occurred in the field. The error 25952 indicated that the energy controller (pgc) on the e-200 detected hardware failure and could not be continued with p1 node of 12311. Upon visual inspection, no damage was observed related to the reported event. Per the e-200 testing matrix, the unit passed all required tests. As a result of these findings, fa was able to conclude that no root cause could be attributed to the reported issue.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the e-200 due to customer encountering error 25952. The system was tested and verified as ready for use.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the customer encountered repeated e200 errors mid-procedure. The caller stated that the e-200 prompts them for a restart and then the error comes back. At the time of the call, the e-200 was working. The technical support engineer (tse) advised locating the backup e-200 and having it on standby. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue occurred during the second procedure of the day. The customer swapped to their backup e-200 and completed the procedure robotically.